Manufacturer narrative:
The complaint was confirmed. Debris was found in the device which contributed to the failure for heat as described in the complaint. This contamination was most likely introduced at the customer's location during cleaning.

Event description:
While testing the unit at the MFR, it was reported that the attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported and no adverse consequences alleged with this event.